Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump could not hold a battery charge and will turn off; the blank display anomalies would cause high blood glucose events. Troubleshooting did not occur during this call; the customer was already set to receive a replacement insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly was noted. No damage was found on the lcd isolation tape. No unexpected off no power alarm was noted. The test transmitter communicated properly to the pump. The pump had a cracked case at the display window corners, a cracked belt clip slot, and minor scratches on the display window.